Event description:
It was reported that the pulse generator was programmed to vvi 65 ppm but unexpectedly started pacing at 35 ppm during interrogation. The device was then programmed to voo 80 ppm and paced properly for awhile before dropping down again to 35 ppm. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.